Event description:
It was reported that a detachment occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A rotawire drive was selected for use. During the procedure, it was noted that a broken tip was found outside the body. A shaping issue also occurred. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.